Manufacturer narrative:
As it is not known which device this event is attributable to, an additional gore® excluder® device is captured on this report: sn:(B)(6). UDI:(B)(6). Catalog: plc271200j.

Manufacturer narrative:
H.6. Investigation findings code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Two contralateral leg components were implanted into the right common iliac artery. Details of the position of the two contralateral leg components was unknown. No follow up was performed. On an unknown date in (B)(6) 2023, a computed tomography angiography revealed a proximal type I endoleak, a type ii endoleak, an aneurismal change of the right internal iliac artery, and dilation of the right common iliac artery. On (B)(6) 2023, a reintervention was performed to embolize an inferior mesenteric artery, the origin of the type ii endoleak. On (B)(6) 2023, a reintervention was performed for the proximal type I endoleak and the right leg. The right internal iliac artery was embolized. A 18 fr gore® dryseal flex introducer sheath was unable to be advanced because the external iliac artery did not straighten. A contralateral leg component was advanced beyond the sheath tip. Then the sheath was advanced with extra force. The contralateral leg component was implanted. Then second contralateral leg component was implanted. To extend to the right external iliac artery. An aortic extender was implanted to extend proximally. No endoleak was confirmed. The patient tolerated the procedure. The physician stated that the postoperative course was unknown because there was no follow-up for 3 years after the initial treatment.